Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient was doing well in the morning, then respiratory problems began with a fever in the afternoon. The patient's pneumological situation deteriorated during the day with o2 desaturation and oxygen therapy was commenced. A sputum culture revealed pseudomonas aeruginosa and the patient was diagnosed with pneumonia with treatment of unspecified intravenous antibiotics. It was reported that the patient was still hospitalized with o2 therapy due to the pneumonia and had covid as of (B)(6) 2024.